Manufacturer narrative:
Per -344 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No adverse event has been reported. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. This device conformed to material and dimensional specification when manufactured. The failure mode of this device has been reported to corin previously and as a result of feedback from the field a project has been initiated to research a new design for this device, including a new thread. Based on this, corin now consider this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The thread on a trinity std introducer / impactor handle has broken.